Manufacturer narrative:
Additional contact information: (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Getinge field service engineer (fse) was dispatched to the customer's site to performed a schedule preventative maintenance (pm) and completed the pm with all calibrations, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Customer did not request service.

Event description:
It was reported by the customer's transport team. When the end user was at the bedside with a cardiosave intra-aortic balloon pump (iabp) off the cart, the unit would not power up. The patient was not connected to the unit. The user stated that both batteries show "full" but the pump only began to power up, before shutting down again. In addition, the user tried other cardiosave batteries from the site. When the user placed the pump back on their cart and was able to power up the pump (by plugging in to the wall), the display showed battery in use. The user attempted several times reconnecting in the wall power and finally the pump began to show using outlet power. The customer was advised not to use this pump for transport. The customer called their base to meet them with another pump. Subsequently, the user had no further questions and felt confident in their team arriving with a backup pump. There was no patient involvement, and no adverse event reported.